Event description:
It was reported that upon removing the 20mm rotatable snare oval polypectomy snare from its packaging, it was noted that the plastic on the sheath was broken and compromised snare deployment. The device was not used and another of the same device was used to complete the procedure. The pt's status is reported as "fine".